Manufacturer narrative:
The pump's serial number is not yet known.

Event description:
Information was received indicating that the pump alarmed with an occlusion while using the cadd extension set. When the extension set was replaced, the issue was resolved.